Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 5154855. . Product family: dbs-linear leads: upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 5143311.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing edema, inflammation and redness at the implant site. The physician explanted the implantable pulse generator (ipg) and leads. The explanted devices were disposed of by the medical facility.